Event description:
It was reported by the customer's mother that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels of 455 mg/dl. Customer was diagnosed with helicobacter pylori, which caused her blood glucose levels to go high. Customer had mild diabetic ketoacidosis and large ketones. Customer was discharged and treated with an IV/insulin drip. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump for 24 hours prior to the emergency room visit. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.